Event description:
A malfunction alarm was reported on (B)(6) 2025, at 9:57 pm, though the complete code could not be confirmed, and it occurred in france. There was no adverse impact to the customer's blood glucose level. The distributor, (B)(4), arranged for the return of the device with an expected return date of (B)(6) 2025, and a replacement pump with the serial number (B)(6) was provided to the customer.